Manufacturer narrative:
The insulin pump was received with intermittent back button; the problem was isolated to keypad assembly. No stuck button alarms noted. The j1 connector at the printed circuit board assembly was properly connected. No damage or moisture damage found on the keypad assembly noted. The insulin pump powered up properly after battery installation. The insulin pump passed leak test. The insulin pump was received with operating currents within specifications and passed self-test, rewind lcd, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had keypad overlay texture damage and minor scratches on the window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was unknown. The customer was advised that the device would be replaced.